Event description:
The reporter stated the surgeon implanted and removed a silicone aspheric three piece lens. The incision was enlarged to remove the lens and sutures were required to close the incision. An anterior chamber lens was implanted.

Manufacturer narrative:
Lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - no conclusion can be drawn: based on the complaint history and the work order search, a specific root cause of the event could not be determined.